Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. This emdr should be voided, as it is a non-complaint due to patient conditions.

Event description:
Revision of shoulder components due to tuberosities failing to heal.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision of shoulder components due to tuberosities failing to heal.